Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she recently went to the emergency room due to a blood glucose level of 30 mg/dl. Caller stated that she was the driver at the time of an auto accident due to the low blood glucose level. Customer was wearing the insulin pump at the time of the incident. Blood glucose level at the time of the call was 290 mg/dl. The insulin pump was not replaced or returned for analysis.